Manufacturer narrative:
(B)(4)

Event description:
It was reported during a follow-up, the device longevity had prematurely depleted within a six month period of a stable measurement. The cause of the battery depletion is unknown. No intervention has been suggested or completed. There are no other updates. The patient condition is good.